Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes inappropriate measured data. Different readings showed that the magnet rate fluctuated between 88.3 ppm and 92.6 ppm and the battery voltage fluctuated between 2.53v and 2.64v. The data indicated that the device was near eri except for the battery impedance in each reading which was normal at <1 kohms.